Event description:
It was discovered that at least 6 syringes were missing numbers and/or hash marks used to indicate the volume of fluid in the syringe. The defects were discovered before patient contact and no harm came to a patient as a result.